Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -device explant due to moderate ongoing dysphagia occurred on (B)(6) 2018. -device was found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Device explant due to moderate ongoing dysphagia occurred on (B)(6) 2018. Device was found in the correct position/geometry. Patient "was not much better" at a follow-up visit, "she complained of pain in her throat." Physician reports that "at this point, her response to the removal is unclear" and additional follow-up is planned.